Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, low r-wave sensing was observed and that the helix was unable to extend. The lead was not implanted, and another was implanted to successfully complete the procedure. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.